Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, when the surgeon went to remove it, the device was stuck in the tissue; they re-fired and heard a crunch and when they removed the device, there were malformed staples and a tear in the anastomosis. The surgeon was able to over sew the anastomosis and was not required to do a colostomy. The staples were open and semi open at one point in the staple line. Patient did not require units of blood or any additional ICU time. Additional information: the resident surgeon did not complete the first firing and the tissue was cut completely, but had malformed staples.